Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that while doctor was resecting, metal shaft fell out of plastic housing during a case. Another item was immediately available for use. Case was successful. No adverse consequences.